Event description:
The event was reported via the icad study in china. The 77-year-old male patient with a prior medical history of cerebral infarction, coronary atherosclerosis with stenosis, parkinsonism, renal function insufficiency was admitted to the hospital on (B)(6) 2024 due to ¿less fluent speech with left limb weakness for 6 days, aggravated for half a day". The patient was diagnosed as "acute cerebral infarction (large artery atherosclerotic type)." Cranial mra suggested severe stenosis or occlusion of the right middle cerebral artery. The patient signed the informed consent form on (B)(6) 2024. On (B)(6) 2024, the patient underwent the vascular stent placement procedure. Intraoperative angiography showed very severe stenosis of m1 segment of right middle cerebral artery. A 4.0mm x 23mm enterprise 2 stent device (product code / lot#: unknown) was implanted. The residual stenosis of the follow-up angiography was about 33.3%, and the stent had completely covered the lesion. The procedure was successful, and the patient came back to ward after surgery for observation at 13:20. At 16:50 on (B)(6) 2024, the patient experienced a change in the right pupil from reactive to sluggish, and intracranial hemorrhage was considered. Urgent bedside head CT showed massive hemorrhage in the right basal ganglia. The patient immediately underwent "evacuation of intracerebral hematoma + skull decompressive craniectomy" under general anesthesia. The surgery was completed at 22:45. This hemorrhage was considered to be caused by blood perfusion breakthrough after the opening of intracranial vascular stenosis. The principal investigator (pi) assessed the event as severe, and as being possibly unrelated to the study device and possibly related to the surgical procedure. The event was treated with medication, it required an in-patient surgery and rehabilitation therapy (joint mobilization training, point opening by meridian stream injection, low-frequency pulse electrotherapy, hyperbaric oxygen therapy), swallowing dysfunction training, dysarthria training, facial nerve function training, cognitive perception dysfunction training was required. The event was not classified as unanticipated adverse device effects (uade). The event was not classified as an ischemic stroke but was classified as symptomatic cerebral hemorrhage. The event required prolong inpatient hospitalization. The event did not result in permanent impairment of body structure/body function nor fatal illness or injury. The event was reported as being persistent. The outcome is recorded as ¿symptoms resolved.¿ additional information was received on 17-jun-2024. Per the information, on (B)(6) 2024, the patient experienced the event of ¿pneumonia¿ the pi assessed the event as severe, and as being possibly unrelated to the study device, nor related to the surgical procedure. The event was treated with medication; it did not require an in-patient surgery. The event was not classified as unanticipated adverse device effects (uade). The event was not classified as an ischemic stroke but was classified as symptomatic cerebral hemorrhage. The event required prolong inpatient hospitalization. The event did not result in permanent impairment of body structure/body function nor fatal illness or injury. The event was reported as being persistent. The outcome is recorded as ¿symptoms ongoing.¿ additional information was received 19-aug-2024. Per the information, on (B)(6) 2024, the patient experienced respiratory failure. Th pi assessed the event as severe, and as being possibly unrelated to the study device and to the surgical procedure. The event was treated with medication; it did not require an in-patient surgery. The event was not classified as unanticipated adverse device effects (uade). The event was not classified as an ischemic stroke but was classified as symptomatic cerebral hemorrhage. The event did not require prolong inpatient hospitalization. The event did not result in permanent impairment of body structure/body function nor fatal illness or injury. The event was reported as being persistent. The outcome is recorded as ¿symptoms resolved.¿ on 11-oct-2024, a clinical event committee (cec) was received regarding the event of ¿intracranial hemorrhage.¿ the cec assessed the event as being possibly unrelated to the study device and definitely related to the procedure. Other possible reasons for the event were reported to be ¿vessels damages due to improper intraoperative manipulation.¿ it was further commented, ¿haemorrhage three hours after ipsilateral surgery and higher blood pressure after surgery may be the main cause of hyperperfusion haemorrhage.¿ based on the additional information received on 17-apr-2024 and the cec adjudication received on 11-oct-2024, the event meets usfda reportability criteria under 21 cfr 803 with a classification of ¿serious injury.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Per the additional/modified information received on 17-april-2024 and 11-oct-2024; regarding the adverse event of ¿intracranial hemorrhage¿, this event is a known potential complication associated with the use of the enterprise ii vascular reconstruction device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues/ malfunctions related to the device, as the device performed as intended. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. The cec assessed the event as possibly unrelated to the study device and definitely to the surgical procedure. However, since the enterprise2 was used during the procedure, the correlating relationship between the event to the used study device as a contributing factor cannot be ruled out entirely. Therefore, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with the classification of ¿serious injury.¿ regarding the events of ¿respiratory failure and pneumonia,¿ the events were attributed to the prolonged hospitalization and coma. The events were not directly attributed to the study device, but to the study procedure. Based on the lack of medical evidence linking the events to the study device, the events of ¿respiratory failure and pneumonia¿ do not meet us FDA reporting criteria. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-feb-2026. [Additional information]: on 02-feb-2026, additional information was received. Per the information the device used during the procedure was a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8546199). Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8546199. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Updated sections: b.4, d.4, g.3, g.6, h.2, h.4, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 28-jan-2026. This MDR submission also includes a correction / removal of the imdrf clinical symptoms code: cerebral infarction. This code reported in the initial 3500a medwatch. This code has been removed as it was added in error. [Additional information]: additional information was received on 28-jan-2026. Regarding the event of intracranial hemorrhage, the answer field for ¿inpatient surgery¿ was updated from ¿no¿ to ¿yes.¿ the outcome of the event was updated to ¿death¿ with an end date of ¿(B)(6) 2025.¿ further event details were provided as such, ¿today, the patient's family was called to inquire about the patient' s disease progress, the family informed that the patient died in (B)(6) 2025 and refused to inform and provide other relevant information and documents and hung up the phone to refuse to communicate.¿ per the information, the patient passed away approximately one year and four months after undergoing the primary procedure. On (B)(6) 2024, the patient experienced an intracranial hemorrhage a few hours after undergoing the primary procedure; the event is likely related to reperfusion breakthrough following the opening of intracranial vascular stenosis, potential vessel injury from intraoperative manipulation, and elevated post-procedural blood pressure. The patient subsequently underwent decompressive craniotomy and hematoma evacuation, after which they remained comatose. Recovery was further complicated by respiratory failure, pneumonia, covid-19 infection, electrolyte disturbances, lower-extremity dvt, and urinary tract infection. The hemorrhage was assessed as possibly unrelated to the study device but definitively related to the surgical procedure device (possibly unrelated definition: the adverse event is more likely to occur related to other factors such as concomitant medications or concomitant diseases, or the timing of the event suggests that it is less likely to be causally with the use of the study-related devices). Because the involvement of the study device could not be fully ruled out, the event was conservatively reported to the u.s. FDA. The final outcome was updated to death; therefore, the intracranial hemorrhage and death will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with the classification of ¿death,¿ with an awareness date of 28-jan-2026. The file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.1, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.